Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation results. Updated fields: d9, h2, h3, h4, h6 and h10. The device was not returned to olympus and customer allegation could not be confirmed. A definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the subject device was presented a dark image. There was no report of patient involvement.

Event description:
It was reported that during reprocessing, the subject device was presented a dark image. There was no report of patient involvement.

Manufacturer narrative:
E2: no. To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.